Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied for stapling a vessel on a pneumectomy procedure, the retaining pin did not open automatically. Since the pin was not retracted, and the stapler was used in a vessel, the vessel was ligated with suture next to the stapler. The vessel was then cut as desired, and the stapler removed. Upon checking the stapler, it was found by the surgical team that it was an application error.